Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported the shut off valve did not close when the soluset emptied. The tubing set was being used to deliver an unspecified solution at an unspecified rate. It was reported after an unspecified length of time in use, the nurse noted that the float valve did to close and was stuck to the wall of the soluset. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.